Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient stated "I haven't been doing well with it." Regarding when this started, the patient stated dec 2014. The patient got her patient programmer out to try to adjust her implantable neurostimulator (ins) and reported seeing "por." (Power on reset). Regarding when the patient noticed this, the patient stated (B)(6) 2015. The patient was not able to adjust stimulation. Display showed "call your doctor" icon. The following service or education issue was observed by the patient services agent: the patient appropriately contacted hcp (healthcare provider) for assistance with a therapy concern but was directed to call the manufacturer. On (B)(6) 2015 the patient called back stating her physician did not have a manufacturer's representative that calls on their office. The doctor was a urologist. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient called back on (B)(6) 2015 and said that the hcp (healthcare provider) found out that their representative is on medical leave and that hcp was making arrangements to "get a box." The patient last spoke with hcp on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v931558, implanted: (B)(6) 2012, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient.